Event description:
Report from CT (computed tomography): "filter type: cook celect. Ivc stenosis: no. Filter position: below above the renal veins. Filter migration: none. Filter fracture/bending: no. Filter tilt: yes. Filter penetration: yes. Other findings: no. Impressions: the filter is tilted to the left with its proximal cone against the ivc wall. Axial image 51. The anterior strut penetrates 7 mm through the ivc wall. Sagittal image 77. The left strut penetrates 13 mm through the ivc wall. Coronal image 47. The posterior strut penetrates 7 mm through the ivc wall. Sagittal image 74. The right strut penetrates 7 mm through the ivc wall. Coronal image 45."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, and h6. Additional information: investigation investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient is further alleges blood clots, stenosis, and caval thrombosis.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: blood clots, stenosis, and caval thrombosis. The reported allegations have been further investigated based on the information provided to date. The additional information regarding the alleged stenosis, and caval thrombosis does not change the previous investigation results. Unknown if the reported blood clots are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported vena cava narrowing, removal, anxiety/worry/fear/depression, constant pain in right leg and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. Product is manufactured and inspected according to specifications. The following allegations have been investigated. Tilt, vena cava (vc) perforation, thrombosis, vena cava (vc) narrowing, migration, embedment, difficult to remove, removal, anxiety/worry/fear/depression, constant pain in right leg and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to trauma. In addition, there was an unsuccessful percutaneous retrieval attempt on, followed by a successful percutaneous retrieval attempt due to device failure. Patient is alleging migration, tilt, vena cava perforation, embedment, failed removal, and removal. Patient further alleges "anxiety. Constant dull pain in my right leg, worried that filter would migrate and scared of the outcome, had to be cautious of any physical activity due to position the filter was placed which limited my daily activity," and difficulties with "lifting, climbing, riding bike, limited walking, fear" and "depression, anxiety." Per retrieval report (attempted): "both internal jugular veins are occluded. Bilateral external jugular vein venography demonstrates complete central occlusion with multiple collateral mediastinal collaterals. There is no adequate access for retrieval of the inferior vena cava filter." Per report from CT (computed tomography): "a juxtarenal ivc filter is identified within the ivc, with the filter hook positioned at the level of the left renal vein, just superior to the right renal vein. The hook appears to be slightly posteriorly tilted and may be adherent to the posterior lateral wall of the ivc. There is penetration of 3 of the 4 feet of the filter into the surrounding retroperitoneal fat tissue, without penetration into adjacent viscera, musculature, or vasculature. The adjacent stabilizing tines of the filter may also protrude beyond the margins of the ivc wall. The ivc immediately inferior to the filter appears narrowed in caliber, measuring 1.3 cm in diameter. No definite clot is identified below the level of the filter although assessment is limited by contrast bolus timing." "No definite evidence of caval thrombus. However, the cava appears mildly narrowed below the filter and selected images are suggestive of hypodensity within the filter and the possibility of a small amount of clot in the filter cannot be excluded on the basis of this study. Findings suggestive of chronic venous occlusion of the bilateral internal jugular veins and possibly involving bilateral brachycephalic/subclavian veins. There is extensive collateral venous drainage along the anterior chest wall and mediastinum." Per retrieval report (successful): "the stenotic inferior right internal jugular vein/superior svc were then sequentially ballooned dilated to a diameter 6 mm." "Successful svc/right ij venoplasty with successful complex retrieval of ivc filter as above."

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2016". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.